Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified, mildly tortuous and 95% stenosted. Post deployment of a rx xience prime 4.0 x 33mm stent, a dissection was observed. A xience prime 4.0x23mm stent was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.